Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient and order list was greyed out. The technical support specialist (tss) ran the downtime query and found that the xml sent time was delayed by two hours from the current time. The tss restarted the carefusion cce (med) (cce-service) and carefusion cce (med) (system). After the restart, the xml sent time updated to the current time and began draining. The issue could not be fully tested because the pharmacy had placed the station on critical override. A field service engineer (fse) later remoted into the device, confirmed proper network and server connectivity, rebooted the station successfully, and the charge nurse confirmed normal operation. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient or order list was greyed out on the device. The orders were greyed out when the nursing staff tried to remove them. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.